Event description:
This spontaneous case was reported by a consumer and describes the occurrence of back pain ("intense back pain") and hospitalisation ("hospitalization nos") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criterion medically significant), hospitalisation (seriousness criterion hospitalization), alopecia ("loss of hair"), fatigue ("disabling chronic fatigue"), musculoskeletal stiffness ("blocked neck") and urinary tract infection ("urinary tract infection"). At the time of the report, the back pain, hospitalisation, alopecia, fatigue, musculoskeletal stiffness and urinary tract infection outcome was unknown. The reporter provided no causality assessment for alopecia, back pain, fatigue, hospitalisation, musculoskeletal stiffness and urinary tract infection with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: back pain. The analysis in the global safety database revealed 505 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Further company follow-up with the consumer is not possible. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.